Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results as compared to another meter. The reporter could not recall any values obtained on either device. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement product was sent and subject products are pending return for investigation.